Event description:
Approximately 17 months post index procedure the patient had a CABG revascularization of the 1st obtuse marginal and of the lad due to coronary artery restenosis. Investigator has indicated that the event was not related to the study device. It is reported that the patient recovered with treatment. The cause of previously reported death was unknown.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (revascularization).

Event description:
Patient death was due coronary artery disease and high blood pressure.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (mi, death).

Event description:
During index procedure, the patient had one endeavor sprint otw drug-eluting stent successfully deployed at first diagonal branch. On the same day, the patient experienced a non-q-wave myocardial infarction which the cec adjudication was arc definition. The patient was released from hospital with no reported complications. It is reported that the patient expired approximately 17 months after the index procedure.